Event description:
The customer contacted baxter's technical service center regarding air in patient line (without alarm), which occurred on the homechoice (hc) during use, during dwell 1. The patient line was completely filled with soda sized air bubbles. The same thing happened last night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to air in patient line (without alarm) and he was able to resume therapy each day after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The companion sample was not returned to baxter for evaluation. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.